Manufacturer narrative:
Per the risk manager at the site, pt info was not available. The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system checkout showed no anomalies. No impact on pt outcome.

Event description:
A medtronic rep reported that the mach cranial software on the stealthstation s7 system froze twice during the case. The software would allow navigation but no button selection. The software was exited and the case continued. There was no impact on pt outcome.